Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united kingdom. It was reported that the patient experienced an insulin flow blocked alarm due to an occlusion event on (B)(6) 2026, which led to elevated blood glucose level. Due to occlusion issue, patient was found passed out on the kitchen floor due to bolus not being delivered. The patient's blood glucose level was 10mmol/l, and was resolved by changing the infusion set. No further information available.